Manufacturer narrative:
The exact "date of event" was not provided (only that it allegedly occured in (B)(6) 2018), therefore (B)(6) 2018 was utilized for this field. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's sister alleges that the consumer was getting out of her bed, lost her balance and grabbed onto the arm of her chair. The arm allegedly broke causing the consumer alleged kidney damage and bruising.

Manufacturer narrative:
The parts were never returned for evaluation.

Event description:
Consumer's sister alleges that the consumer was getting out of her bed, lost her balance and grabbed onto the arm of her chair. The arm allegedly broke causing the consumer alleged kidney damage and bruising.